Event description:
This was reported as an arteriotomy closure of the left and right common femoral arteries with 3 prostyle devices related to an aneurysm repair procedure. On the right side, a pre-close technique was used with an 18f sheath. Reportedly, the first prostyle suture was successfully pre-placed. With the second device, the suture, along with the formed knot came out during suture management [harvesting]. It was noted that tissue was caught in the suture. It was confirmed that no vessel damage occurred. Due to the second device failure, the physician chose to remove the first pre-placed suture and a non-abbott device was used to achieve hemostasis. On the left side, the post close technique was used with a 6f sheath. The suture came out with the knot intact, and looked deformed, "like a noodle." Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. It is likely that the reported ¿suture looked deformed, like a noodle.¿ is related to the users perception after the suture malposition. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional perclose prostyle device referenced in b5 is filed under separate medwatch report number.